Event description:
It was reported that the subject device had connector pin loose. The issue occurred during service / maintenance (not in a clinical setting). There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name-(B)(6) hospital. E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: connector pin loose due outer tube dented. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.